Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional proglide device referenced in b5 is filed under separate medwatch report number.

Event description:
It was reported this was an arteriotomy closure of the left common femoral artery using two proglide devices with the pre-close technique prior to a transcatheter aortic valve replacement (tavr) procedure. Reportedly, when the lever of the proglide device was put down, the foot did not retract. Surgical incision of the blood vessel was performed for removal of the proglide device. There was no reported clinically significant delay in the procedure or therapy. Additionally, photos with two proglide devices were received. One proglide device in the photos revealed a foot separation and disassembled handle halves which aligned with the reported information. The other proglide device in the photos revealed what appears to be a suture malposition. No additional information was provided.

Event description:
Subsequent to the initially filed report, the following information was received: reportedly, when the lever of the second proglide device was put down, the foot did not retract. A foot separation occurred during removal of the proglide device. The separated foot piece could not be found. Force was not applied during device removal attempt. The handle halves of the proglide device were intentionally disassembled and an attempt was made to manually close the foot without success; therefore, a surgical incision was made to retrieve the device. The tavr procedure was completed. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The malposition of the device was confirmed. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The cause of the difficulty and the subsequent treatment is related to the circumstances of the procedure. In this case, based on the reported information the device was likely not deep enough into the tissue tract resulting in the mal position. There is no indication of a product quality issue with respect to manufacture, design or labeling. D9, h3 - device returning updated from not returning to returned.